Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was giving an audible alert as the ICD had entered recommended replacement time (rrt). The ICD had experienced premature battery depletion as it had been implanted less than five years. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.